Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2006, the patient was implanted with two gore tag thoracic endoprostheses. According to information received from gore's medical device tracking system, a second procedure occurred on approx two and a half months later, and three additional tag thoracic endoprostheses were implanted in the patient. Further investigation is being conducted.